Event description:
It was reported that the patient's ins (implantable neurostimulator) and the extension were replaced. The extension was frayed by lead/extension connection site. The lead was left implanted because the patient was not consented for lead revision. There was no alleged ins (implantable neurostimulator) issue. The lead was screened with the clinician programmer and ens (external neurostimulator). Monopolar impedances were high and indicative of an open circuit. High impedance values of over 2 ,000 ohms with the current of <(><<)> 7 ua between contacts 1 <(>&<)> c,2 <(>&<)> c, 3 <(>&<)> c were noted on the lead. Patient symptoms or complications associated with this event were less than 50% therapy relief on the right side implant. It was stated that the patient's open circuit persists after the replacement of the extension and the ins. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v013742, implanted: (B)(6) 2007, product type lead; product ID 748295, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # v017959, implanted: (B)(6) 2007, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator; product ID 748295, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).